Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown 3i healing abutment screw fractured. The implant had to be removed.

Manufacturer narrative:
A 3i t3 with dcd tapered implant (bnpt6585) was received. Visual inspection of the returned product identified that an unknown biomet screw had fractured in the implant. There were significant gouges around the implant collar and the external threads, likely sustained during retrieval process. The implant drive feature and the internal threads were completely stripped. The damages to the implant were most likely sustained while attempting to remove the fractured portion of the screw. There was presence of bone residue around the external threads and dried blood in the drive feature. Therefore, based on the evaluation, the implant did not malfunction. However, screw malfunction has occurred and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.